Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During the atrial fibrillation procedure, communication issues resulted in cancellation of the procedure. Recurring connection issues were noted between the workmate claris dws and the amplifier. Troubleshooting included shutting down the system and reconnecting the fiber optic cables a few times, but the issue persisted. It was suspected that the media converter was the cause of the issue. Since no resolution was reached, procedure was cancelled and there were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.